Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused an increase in symptoms of a long standing allergic background, conjunctivitis, sneezing since (B)(6) 2021, violent itching in the back, stomach and legs preventing sleep at night, regular asthma attacks and dry cough. The patient did receive medical intervention and reported to have been prescribed oral antihistamines and seeing a pulmonologist. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.